Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the pt presented at office visit with high impedance on sys diagnostics. X-rays reviewed by the physician revealed the "lead pin migrated from the generator about 2cm." No trauma or manipulation was reported. The pt underwent vns therapy sys replacement surgery. The generator was replaced prophylactically, and the lead was replaced due to the reported high impedance. Good faith attempts to obtain add'l info have unsuccessful to date.